Manufacturer narrative:
The pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms during testing. The trace and history files were successfully downloaded using thump. A review of the pump history file reveals there were six (6) no delivery (insulin flow blocked) alarms during the month of december 2025, listed below: 12/02/2025 06:37:00 alarmalertnotification (40) faultnumber: nodelivery (7) during a manual bolus delivery. 12/02/2025 06:39:18 alarmalertnotification (40) faultnumber: nodelivery (7) during a tubing fill delivery. 12/03/2025 13:58:51 alarmalertnotification (40) faultnumber: nodelivery (7) during a bolus wizard delivery. 12/04/2025 19:45:17 alarmalertnotification (40) faultnumber: nodelivery (7) during a bolus wizard delivery. 12/04/2025 20:29:58 alarmalertnotification (40) faultnumber: nodelivery (7) during a tubing fill delivery. 12/04/2025 20:31:43 alarmalertnotification (40) faultnumber: nodelivery (7) during a tubing fill delivery. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, stained serial number label, and pillowing keypad overlay. Insulin flow blocked alarm complaint is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported an insulin flow blocked alarm and unable to use the pump. The customer reported a blood glucose value of 400 mg/dl and hyperglycemic event was treated with pump. The event involved product(s) mmt-1812. Troubleshooting was performed, and noticed that the tubing was not bent or kinked. The insulin pump will return and replace pump. The customer was not using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. Mmt-1812 was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.